Event description:
Terumo medical corporation received the following reported information: the angio-seal tip was bent. There was no patient involved. The issue was found before use on the patient, during preparation.

Manufacturer narrative:
A1: patient identifier: before use on patient / during preparation- no patient involved a2: age & date of birth: before use on patient / during preparation- no patient involved a3a: sex: before use on patient / during preparation- no patient involved a4: weight: before use on patient / during preparation- no patient involved a5: ethnicity: before use on patient / during preparation- no patient involved a6: race: before use on patient / during preparation- no patient involved . E3: occupation: lead nurse the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the header bag, arteriotomy locator, hemostasis sheath, guidewire and carrier tube in the polyfoil pouch. The device was visually analyzed. The components are removed from the header bag but appear to be unused. The arteriotomy locator has a kink at the distal tip. One 8 fr angio-seal vip device was returned to terumo medical corporation. The arteriotomy locator of the returned sample was kinked at the distal tip. Therefore, the complaint can be confirmed for locator mechanical damage. The exact root cause cannot be determined. The likely cause is the locator tip was kinked during unpackaging or handling of the component. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.